Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the preclose technique prior to an thoracic aortic aneurysm (taa) procedure. The arteriotomy was 6fr sheath. Reportedly, the 1st proglide device was successfully placed using the preclose technique. When using the preclose technique to place the 2nd proglide device, a cuff miss occurred. Using the preclose technique a 3rd proglide device was successfully placed in the lcfa. Reportedly, when using the preclose technique, the suture was not present in the proglide placed in the rcfa. A 2nd proglide device was successfully placed using the preclose technique. During the taa procedure the sheath was upsized to a 12fr in the lcfa and a 24fr sheath in the rcfa. The taa procedure was completed and hemostasis was achieved using the pre-placed sutures from the two proglide devices in the lcfa and rcfa. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.